Event description:
The footswitch failed. In the process of troubleshooting the switch it was found that the initial manufacturer of the switch had soldered "cold" solder connections that may have contributed to the failure. A new switch was ordered, however there is concern that the solder connections may be the same on the new unit.